Event description:
It was reported by the customer on (B)(6) 2010 that during the procedure, the customer experienced an error code 172 (over power error) from the laser system. The customer experienced this with the first fiber after 15 minutes of usage and also with a second fiber after 20 seconds of usage.